Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/10/2014 with the following findings: the keypad was found to be fully intact; no damage or peeling was observed. During testing, all keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast key contacts. Additionally, the display was found to be dim/faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and faded. Investigation also revealed that all keypad buttons were under responsive and that there was contamination under the up arrow, down arrow, and contrast button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/10/2014.